Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient presented to clinic with redness in the tunnel area and noted cloudy drain. The patient denied abdominal pain. The patient denied breach in aseptic technique. A pd effluent culture was taken and revealed growth of streptococcus pyogenes. The patient was treated in clinic with vancomycin and ceftazidime ip (dose and frequency unknown). The patient was recovering from the event.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. It is not possible to determine the source of the patient¿s infection. The liberty select cycler and fmc cassette were not returned for evaluation. A device history record review conducted showed no non-conformances. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.